Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received preventative maintenance testing by baxter puerto rico. The device failed preventative maintenance testing due to a system error 345. The device was received by baxter medina and was evaluated. This evaluation included a visual assessment as well as functional testing. Service evaluation verified system error 345. The cause was identified to be a failed downstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance testing in the field by baxter (B)(4), a spectrum pump displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.